Event description:
Discordant advia centaur cp troponin ultra test results were obtained. A positive and a negative test results were obtained on a patient sample. The patient sample was repeated and the test results were negative. The final result was reported as negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The customer declined service - no further action taken. No further evaluation of the device is required.